Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 63 or pump error 4 noted. However, pump error 63 alarm confirmed in device history file due to broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had couple of pump error alarms. Customer reported that they were restarted the insulin pump and self test was performed, after the self test insulin pump had hardware low level failure alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.